Manufacturer narrative:
The complaint device was returned for evaluation and it was received with the left and right pawls cracked and needed to be replaced. The unit was also received without the pedi rocker arm; general maintenance and cleaning required. Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed the definite root cause could not be reliably determined. Device identifier # (B)(4).

Event description:
A customer sent the a2114 mayfield infinity xr2 skull clamp for repair and the technical service analyst reported that the left and right pawls were cracked. Additional information has been requested.